Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause for this complaint has been determined to be due to low batteries in the footswitch as the issue relating to pairing was resolved after switching the batteries of the footswitch. No device was returned so no other testing could be performed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Troubleshooting resolved the issue and the suspect device will not be sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the subject device was not pairing to the laser unit. Troubleshooting was done and, after replacing the batteries, it was fine. There was no harm or user injury reported due to the event.